Event description:
Two (B)(6) advia centaur cp hbsag results were obtained by the customer and discordant when the results were compared to repeat testing. The repeat non reactive test results were reported by the customer. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) assay results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse performed a preventative maintenance check and replaced a leaky wash 1 block. The cause for the (B)(6) results is unknown. No conclusion can be drawn. The IFU states under the limitation section the follow" "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further evaluation of the device is required.